Event description:
Boston scientific crm received information that this patient experienced some ventricular tachycardia (vt) episodes this morning which were showing vp-(vs). The patient was asymptomatic.

Manufacturer narrative:
A boston scientific crm technical services consultant suspects premature ventricular contractions (pvcs) or loss of capture (loc). The caller noted that although other measurements are stable, threshold went up from 1.6v to 2.5v since last check and output was set at 3.5v. The lead was tested in unipolar with the same threshold result. The consultant then suggested that the issue is likely loc and to monitor thresholds more closely to see if they continue to rise. No other adverse events have been reported. This event will be re-evaluated if additional information is received.